Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion, lens ripped in half. Half of lens went in the patient's eye and the other half stayed in the inserter. The incision was enlarged to remove the piece of the lens and another lens was implanted with no issues.